Event description:
Teflon coating came off guide wire during procedure in operating room. After removal of hemodialysis catheter from sheath md noticed portion of the teflon coating from the guidewire was still in the pt's vein. Md decided not to try to retrieve the coating at that time.